Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v803150, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a return of symptoms following hip surgery on (B)(6) 2012. Additional information was requested and if received, a supplemental report will be sent.